Event description:
A patient experienced bradycardia during a full revision surgery. The patient's device had been programmed on at the conclusion of surgery. The patient then experienced two episodes of bradycardia when the device would provide stimulation. The patient's device was programmed off in response. Diagnostics were within the normal limits. No additional relevant information has been received to date.

Event description:
The neurologist's office indicated that the patient had been seen in clinic several times since his surgery. Clinic notes indicated that the patient was cleared by his primary care provider for the bradycardia event. The patient was not known to have had any preexisting cardiac conditions. The patient's device was functioning properly at his recent clinic visits, and diagnostics performed on the patient's device returned results within the normal limits. No additional relevant information has been received to date.